Event description:
It was reported that the rv-can and rv-svc impedance trends showed out-of-range measurements. Noise on the rv coil to can was observed. A loose setscrew or an intermittent connection were suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.